Manufacturer narrative:
Concomitant product continued: 3093-33 urinary mgu lead implanted: (B)(6) 2010; 3058 urinary mgu ipg implanted: (B)(6) 2014.

Event description:
It was reported that there were a series of alerts for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There was also a history of high sensing integrity counter s(sic). All detections are turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.